Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed as a correction as the initial event was reported incorrectly. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This medwatch is being filed as a correction as the initial event was reported incorrectly.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report based on information discovered during the device evaluation. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that during the surgery, the air leakage was confirmed on this complaint product. There was a 0-15 minute delay to prepare an alternate product; however, there was no harm or medical intervention. There were no adverse events reported as a result of this malfunction. No further information is available.